Event description:
Caller reported a cgm error 42, which prompted a response from customer technical support. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the pump no longer displayed the error code, and a sensor session was successfully initiated. The customer continued with the cgm change-out, needing to wait through the warm-up time to obtain readings.